Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five (5) photos were provided for evaluation. Visual inspection noted a crack at the caresite valve. Upon further investigation, the exact root cause could not be determined at this time. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. Retained units for the reported batch number were visually examined, and no defects were found. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that chemotherapy leaked from a crack that was observed at the connection site. No injury reported.